Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient was advised to reset bluetooth, remove and reinstall the g5 application, and manually enter transmitter ID, which was successful; a connection was established. No additional patient or event information is available.